Event description:
Edwards received information that a patient's 23 mm bioprosthesis is failing due to critical stenosis and mild regurgitation. The implant duration is approximately 10 years. No intervention has taken place at this time.

Manufacturer narrative:
(B)(4). Method: device remains implanted the device was not returned to edwards for analysis as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event.

Event description:
Edwards received information that this patient's aortic valve is failing due to critical stenosis (mean gradient = 73 mmhg) and mild regurgitation. The implant duration was ten (10) years, ten (10) months. The patient was deemed inoperable by cardiac surgery and underwent a tavr procedure. There were no reported complications and the patient was transferred from the o.r. In stable condition.